Event description:
Pt developed fluid effusion from the incision approx four weeks post rotator cuff repair with orthadapt augmentation. Additionally, the pt indicated removing a suture protruding through the incision. The bioimplant was explanted approx 10 weeks post repair.

Manufacturer narrative:
The case involved the repair of a rotator cuff using orthadapt augmentation. The physician indicated the pt, who was a farm worker, returned to work performing physical labor; this was in violation of the physician's rehabilitation protocol. The assessment based on the info provided by the physician indicates the likely cause of the event is due to pt non-compliance. The product and lot number were not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.